Manufacturer narrative:
On 1-apr-2026, the product investigation was completed as it was confirmed that the complaint device is not available for return. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31742716l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. After one ablation in the lpv (left pulmonary vein) was conducted, blood pressure decrease was observed on the non-invasive blood pressure (nipb), and ultrasonography revealed pericardial effusion. Although the patient¿s blood pressure dropped to the 70s during the procedure, the blood pressure remained above 100 after pericardiocentesis. The patient returned to the room in a stable condition. Patient required extended hospitalization. Patient improved and they fully recovered. Ablation was performed once before pericardial effusion was confirmed (within the pulmonary veins). The physician commented that the needle had entered the left atrium during the transseptal puncture and before ablation. He considered that the needle might have passed through the heart chamber and pierced the far side. Settings and ablation parameter of the smartablate generator during ablation were as follows: 35w, avg cf 18g, ai 335, duration of ablation 7 seconds. Act (activated clotting time) progress was 389 seconds, 300 seconds, 318 seconds. The target act was 350 or more. There was no evidence of steam pop. Irrigation catheter¿s flow rate setting was--- low flow: 2ml/min, high flow: 15ml/min. No error messages observed on biosense webster equipment during the procedure. Patient had no relevant medical history. One ablation was performed and the cardiac tamponade confirmed, all within pulmonary veins. The procedural act before procedure was not measured.